Event description:
It was reported that this lead exhibited noise oversensing, which resulted in an inappropriate shock. Additionally, the therapy was programmed off. No additional adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).